Event description:
Not sure. The mouth pieces didn't stay together. The first one fell apart after a month (B)(6). The second one just is not fitting right (B)(6). I have had a night guard for the past 10 years and constantly have to buy one every two years. Still looking for a good fitting one.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.